Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump became unresponsive with a grey screen and would not power on despite charging and a prolonged power-button press; the pump had been stored in a bag while the patient swam and later did not respond upon reconnection, and a replacement was arranged with instructions to use backup therapy. Symptoms included hyperglycemia with a reported blood glucose of 250 and time above range for about 40 minutes, without ketone testing and without medical intervention. Outcomes included temporary interruption of insulin delivery and use of cgm only while awaiting replacement. Investigation included customer service troubleshooting and logistical arrangements for device replacement and return, with guidance to shut down the device and to complete a fresh startup on the replacement and inspection of the returned device. Investigation of this device revealed device nonresponsiveness consistent with a hardware screen or power failure, with no visible physical damage reported. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved device malfunction of the user interface or power subsystem.